Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility, who performs service and repair by themselves. No ventilator logs or information about the current status of the ventilator has been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).